Manufacturer narrative:
Patient identifier: (B)(6). Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo_12.1 implantable collamer lens -15.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vaul with rotation. The exchange did not resolve the problem. Cause of event was unknown.

Manufacturer narrative:
H6: device evaluation: lens was returned dry with residue/debris on product in a microcentrifuge vial. Visual inspection found the optic torn/split and the haptics torn/broken. Unable to perform dimensional inspection due to significant lens damage. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6-health effect- clinical code: "2227 should be added. H6- medical device problem code: "3001" and "2923" should be added. Claim# (B)(4).